Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the pump of this artificial urinary sphincter (aus) was tangled with the tubing in the scrotum. A revision surgery was performed to untangle and replace the pump with a new one. No patient complications were reported.